Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Report 2 of 3, see related medwatch report numbers: 0001920664-2020-00136, and 0001920664-2020-00139.

Manufacturer narrative:
This investigation is on going. Report 2 of 3, see related medwatch report numbers: 0001920664-2020-00136, 0001920664-2020-00139.

Event description:
The user facility reported that during phaco they noticed a white speck coming from the phaco handpiece into the patient's eye. The material was flushed from the eye prior to the conclusion of the case. No patient injury or adverse surgical outcome was reported.